Event description:
Same case as MFR report #3005099803-2008-00772. It was reported that following an esophageal stenting treatment procedure, a tear in the stent covering occurred. The procedure was indicated due to a gastric fistula. Two us 12cm ultraflex covered esophageal stents had been implanted to treat the fistula. It is unk if the devices overlap. The devices were considered to be fully expanded, well positioned and well apposed. Three days later, tears in the covering of both previously implanted ultraflex stents was discovered. "An increase of the leak volume was observed". The pt had another unspecified stent implanted at an unspecified location within the previously implanted stents. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.